Manufacturer narrative:
Corrected data: d4 - expiration date h4 - device manufacture date. Update data: h2, h3, h6. Image review: fluoroscopic cine loops of the implant procedure were provided for review of the event. Patient summary was also provided for anatomical review. All relevant measurements were listed in the patient summary report. Initial attempts with evolut pro+ 34 mm: selection and preparation: a 34 mm valve was chosen without pre-dilatation, despite medtronic's guidelines recommending this step fo r such a valve size. Implant attempts: three attempts resulted in valve embolizations. First attempt: conducted in cusp overlap view (cov) with a target implant depth of 3 millimeter (mm) non-coronary cusp (ncc). Despite pacing, the valve slid up and rested between 0 and -1 mm ncc. No left anterior oblique (lao) view was used for left coronary cusp (lcc) depth check, and the embolization was uncaptured. Second attempt: again in cov, with a slightly retracted guidewire. The valve was only partially deployed to 70%, creating an obstruction and leading to migration to 0 mm ncc depth. Third attempt: a deeper start in cov was tried, executed faster during the obstructive phase. At about 80% deployment, the valve popped up unexpectedly, likely due to insufficient forward push, shallow lcc depth, or oversizing. Subsequent attempts with evolut pro+ 29 mm: implant attempts: four attempts resulted eventually in a successful valve implantation. First attempt: started at a good ncc implant depth and followed best practices in cov. The valve embolized on the lcc side first during pop-up, indicating shallow lcc implant depth. Second attempt: conducted in left anterior oblique (lao) with deep guidewire placement, resulting in upward tension and another embolization. Third attempt: in lao with adjusted guidewire position. The valve pop-up was not captured; reasons remain unclear. Fourth attempt: successfully followed best practices with adjusted implant depth (deeper; ca. 5-6 mm ncc and lcc) and guidewire management, achieving a stable placement. Anatomical and procedural challenges: measurements were taken in the diastolic phase, with a 78 mm annulus perimeter. The left ventricular outflow tract¿s (lvot) elliptical shape and aortic root angle of about 50° posed additional challenges. No systolic phase computed tomography (CT) images were available, complicating the assessment of annulus size and valve fit. Prosthetic valve migration/embolization is listed in the evolut¿s instructions for use as one of the potential adverse events and re positioning precautions. Migration / valve dislodgement of the transcatheter aortic valve (tav) can be facilitated by a variety of factors, including but not limited to, implant depth, valve size selection, unfavorable anatomical configurations, an unresolved infold, implant technique or post-balloon aortic valvuloplasty (bav) complications. The procedural difficulties highlight the need to follow medtronic¿s best practices, including proper valve sizing and thorough anatomical assessment. The initial 34 mm valve may have been too large for the diastolic annulus, increasing migration risks. While no single cause for the embolizations can be identified, various procedural issues likely contributed. The successful implantation of the 29 mm valve emphasizes the importance of precise techniques, such as guidewire management and using cov and lao views for depth assessment. Although the valve was successfully implanted, a subsequent patient stroke occurred, with details unavailable, and a potential dissection in the non-coronary sinus was noted but not reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a2. Age at time of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this 34 mm transcatheter bioprosthetic valve, it was reported that based on the only computed tomography (CT) scan available, measurement were taken from the diastolic phase, and placed the patient at a borderline size between a 29 mm and 34 mm. After careful evaluation, following a aortic root angiography, the team elected to attempt to implant the size 34 mm valve. The 34 mm valve was successfully loaded and was inserted and positioned at 1 mm below the native annulus. At 80% deployed, the valve dislodged out when the pacemaker was removed. The valve was recaptured and repositioned to the same depth. This was repeated several times. The team elected to try to implant the smaller, size 29 mm valve. The 29 mm valve was placed at an acceptable depth of 1 mm below the native annulus. At 80% deployed, the valve dislodged out after pacing was removed. The valve was recaptured. This procedure was also repeated several times. Eventually the size 29 mm valve was released at a depth of approximately 6 mm below the non-coronary cusp (ncc) and approximately 10 mm below the left coronary cusp (lcc). No adverse patient effects were reported. Additional information was received which reported that a pre-implant dilation had not been performed. It was confirmed that 3 deployment attempts were made using the size 34 mm valve, and 4 deployment attempts were made using the size 29 mm valve. It was confirmed that the 29 mm valve was successfully implanted with no adverse effects to the patient, however the patient suffered from a stroke. The details and cause of the stroke were not provided. Additional information was received indicating that the stroke occurred one day after valve implant. No further details about the stroke are available.

Event description:
Medtronic received information that during implant of this 34 mm transcatheter bioprosthetic valve, it was reported that based on the only computed tomography (CT) scan available, measurement were taken from the diastolic phase, and placed the patient at a borderline size between a 29 mm and 34 mm. After careful evaluation, following a aortic root angiography, the team elected to attempt to implant the size 34 mm valve. The 34 mm valve was successfully loaded and was inserted and positioned at 1 mm below the native annulus. At 80% deployed, the valve dislodged out when the pacemaker was removed. The valve was recaptured and repositioned to the same depth. This was repeated several times. The team elected to try to implant the smaller, size 29 mm valve. The 29 mm valve was placed at an acceptable depth of 1 mm below the native annulus. At 80% deployed, the valve dislodged out after pacing was removed. The valve was recaptured. This procedure was also repeated several times. Eventually the size 29 mm valve was released at a depth of approximately 6 mm below the non-coronary cusp (ncc) and approximately 10 mm below the left coronary cusp (lcc). No adverse patient effects were reported. Additional information was received which reported that a pre-implant dilation had not been performed. It was confirmed that 3 deployment attempts were made using the size 34 mm valve, and 4 deployment attempts were made using the size 29 mm valve. It was confirmed that the 29 mm valve was successfully implanted with no adverse effects to the patient, however the patient suffered from a stroke. The details and cause of the stroke were not provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5 - added third paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this 34 mm transcatheter bioprosthetic valve, it was reported that based on the only computed tomography (CT) scan available, measurement were taken from the diastolic phase, and placed the patient at a borderline size between a 29 mm and 34 mm. After careful evaluation, following a aortic root angiography, the team elected to attempt to implant the size 34 mm valve. The 34 mm valve was successfully loaded and was inserted and positioned at 1 mm below the native annulus. At 80% deployed, the valve dislodged out when the pacemaker was removed. The valve was recaptured and repositioned to the same depth. This was repeated several times. The team elected to try to implant the smaller, size 29 mm valve. The 29 mm valve was placed at an acceptable depth of 1 mm below the native annulus. At 80% deployed, the valve dislodged out after pacing was removed. The valve was recaptured. This procedure was also repeated several times. Eventually the size 29 mm valve was released at a depth of approximately 6 mm below the non-coronary cusp (ncc) and approximately 10 mm below the left coronary cusp (lcc). No adverse patient effects were reported. Additional information was received which reported that a pre-implant dilation had not been performed. It was confirmed that 3 deployment attempts were made using the size 34 mm valve, and 4 deployment attempts were made using the size 29 mm valve. It was confirmed that the 29 mm valve was successfully implanted with no adverse effects to the patient, however the patient suffered from a stroke. The details and cause of the stroke were not provided. Additional information was received indicating that the stroke occurred one day after valve implant. No further details about the stroke are available.